Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges pain, discomfort, immobility, inflammation and high levels of chromium and cobalt. Update 10/2/2013- pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Medical records have been attached for further review. Update received 01/22/2014 - the complaint has been updated because it was reported that the patient's left hip was revised on 01/22/2014 to address pain. There is no new information that would affect the existing MDR decision. The complaint was updated on 2/4/2014. Update rec'd 8/18/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from inflammation. There is no new additional information that would affect the outcome of the investigation. Update 10/2/2013- pfs and medical records received. The stem is being added for the alleged high metal ions (no labs provided). The complaint was updated on:2/20/2015.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.